Event description:
During a pta to a heavily calcified anterior tibial artery. The balloon ruptured at three atmospheres. The lesion was 99% stenosed. The product appeared perfect during pre-use inspection and no animalies were noted during prep. There was no report of pt inuury. As per the reporting affiliate, no additional pt or procedural information is available. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.